Manufacturer narrative:
(B)(4).

Event description:
Procedure:aortic septal defect repair. According to the reporter: needle and suture detached from the conjunction point. Tissue loss has occurred. No bleeding more than 500cc. Operation time exceeded more than 30 minute. Needle fell into the patient. Couldn't be found and reoperated.